Event description:
During a total joint procedure, the surgeon used the reamer without a guide wire. The procedure was completed. Post-op x-rays revealed the medullary reamer head fell off into the patient during procedure and remains in patient. Consultant was not present for procedure.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.